Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 adaptor were unable to get power to the jaws. Finally this was accomplished by the perfusionist bending the adapter cable which allowed power to go to the jaws. They had to hold and bend the cable through the rest of the evh procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4,g7,h2,h6,h10. Internal complaint number: (B)(4). The reported device is an OEM device, therefore, a lot history review was not applicable. The product is not returning. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 adaptor were unable to get power to the jaws. Finally this was accomplished by the perfusionist bending the adapter cable which allowed power to go to the jaws. They had to hold and bend the cable through the rest of the evh procedure. The hospital did not report any patient effects.